Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The proximal end of the device including the manifold hub was not returned therefore it was not possible to identify the batch/serial number of this device. A visual examination found no damage to the proximal struts, center struts were pulled, stretched and some were bunched and kinked, distal struts showed no sign of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube profile found that manifold/hub was not returned. There was a hypotube shaft break at 1445mm from the end of the distal tip. A visual and tactile examination found a kink in the midshaft 3.5mm distal of the hypo /midshaft bond. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-aug-2016. It was reported that crossing difficulties was encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm in length, 3.75mm in diameter, eccentric, de novo target lesion was located in a moderately tortuous and moderately calcified coronary artery. The lesion contained >45 and <90 degrees bend. After a guide wire crossed the lesion, pre-dilation was performed using a 2.00x10mm balloon catheter, leaving 60% residual stenosis in the lesion. Then a 3.00x16mm promus element plus drug-eluting stent was unpacked and advanced to the lesion. However, while negotiating with the stent for almost 10 to 15 minutes, the device was unable to cross the lesion. The procedure was completed using a non-bsc stent and post dilated with a 3.0x10mm balloon catheter. No patient complications were reported and the patient's status was stable and is doing well. However, returned device analysis revealed hypotube break and stent damaged.